Manufacturer narrative:
Results: eval of the returned unit confirmed the reported issues. There is an open slider on the pt access and 1 inch frayed material on the right window side. There is an open slider on the pt access and 2 inch netting tear on the left window side. There are broken stitches and nylon tear on the foot panel side, the control holder is missing on the left window side and the wash label is torn on the right panel side. Note: instructions for use state: test that all zippers open easily and close securely along the entire length of the zipper. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. Never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. (B)(4).

Event description:
Customer reported the left panel zipper is off track and the right panel has two holes in the netting. There was holes on the foot and head ends that wrap around the foam. The remote holder on both sides are missing. A spare left panel has the small zipper coming off track. Damage was caused by hospital/facility staff. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.